Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported large differences between sensor glucose readings and blood glucose readings. Customer reported having a sensor glucose level of 130 mg/dl and a blood glucose level of 48 mg/dl. No further information was provided.